Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified osteotomy surgical procedure of the foot, it was observed that the quick coupling for k wires device did not work. According to the reporter, it was noted that the device did not fit right into the small battery drive device perforator and would not fit with the periosteal elevator which the slightly curved blade and rough edge broke during use. It was reported that the broken pieces were all retrieved and the procedure was completed successfully. There was an unspecified amount of delay to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The 510k number was reported as k971544 in the initial medwatch, the 510k is exempt. Reporter number reported as unknown in the initial medwatch, the reporter number is (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.